Event description:
During a podiatry procedure surgeon was drilling into the great toe and the tip of the 2.0mm cannulated drill bit/qc 150mm broke off. Surgeon made an attempt to remove it and decided it would cause more damage to remove the tip than to leave it in. About 1/2 inch of the bit remains in the pt's toe.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.